Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 400 mg/dl. The customer stated that the insulin pump had insulin flow blocked alarm and event was resolved by changing the infusion set. The insulin pump had low battery alert. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the self-test and displacement test passed. The insulin pump will not be returned for analysis.